Manufacturer narrative:
H10: the devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of two (2) minicap transfer sets; further described as ¿the blue part of the transfer set (where the threads are) is loose and gets stuck in the patient line¿. This was observed while disconnecting from automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on unspecified dates of november 2023, further described as "in the past week". E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.